Event description:
On 02/14/2014 during a manual download of the device logs an increased intra-peritoneal volume (iipv) was identified in patient event log that occurred on (B)(6) 2014 at 05:47 with a drain volume of 4829ml during cycle 2. Largest prescribed fill volume: 2800ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The increased intra peritoneal volume (iipv) event was identified in an event history log review. The cause was determined to be a use error. The initial drain alarm setting was inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide warns that setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.